Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampax core came out of body 3 weeks after period [foreign body in reproductive tract]. Piece of tampax core - came out [device breakage]. Case description: consumer reported via phone that tampon core came out of vagina. No serious injury reported.